Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to a communication failure caused by a failure of the cable. It is presumed that the faulty cable was caused by water immersion from the damaged area on the cable. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device failing to produce an image when the camera cable is connected to the processor. Externally, the camera cable split along the insulation. Internally, the device is in a good condition, no defects detected. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while preparing the camera head for use, there was no image produced. The camera head was exchanged for a similar device and the procedure was completed without any delay. There were no reports of patient harm.